Event description:
Information was received from a company representative. The catheter connector piece was cracked when the box was opened. The damaged item was not used in the procedure. An 8784 catheter revision kit was used in place of the damaged pump segment piece.

Manufacturer narrative:
Corrected information: conclusion code no longer applicable.

Manufacturer narrative:
Analysis of the catheter revealed pin connector collet pre-locked or detached and or missing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.